Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the patient had a co2 embolism. No residual effects were reported. There was no disruption of the cardiac cycle. The patient hyperventilated and the pressure was back up within 30 seconds. The doctor did a bronchial check and found that it was not a pulmonary embolism, but when they performed the tee (transesophageal encephaloechocardiogram), they found that there was air in the patient's right atrium. The case was completed with the same vasoview hemopro endoscopic vessel harvesting kit. The reporter followed up with the physician assistant, and the patient is doing fine. The lot number is unk, as the product was discarded.

Manufacturer narrative:
Method - the device will reportedly not be returned to maquet cardiac surgery for investigation. A device lot history review was not performed, as the correct lot number could not be obtained. (B)(4).